Manufacturer narrative:
The biomedical engineer (biomed) stated that the mx40 has a speaker malfunction error message and also has no audio. The biomed declined bench repair and informed the remote service engineer (rse) that they would be taking responsibility to correct or repair the issue. The rse informed the customer to contact philips if this does not address their device issue at which point a new service order will be created.

Event description:
The customer reports that the mx40 speaker has a malfunction error and has no audio. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device had no sound due to a defective speaker. The repaired device was then returned to the customer.